Manufacturer narrative:
Concomitant medical products: product ID: 977a260 , serial#: (B)(4) , implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260 , serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2022, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2022, UDI#: (B)(4). Analysis of the leads found the conductors were broken and the braid wire was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had an infection and had the devices removed. The issue was resolved.